Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
This follow-up report is being submitted to document that the device has been returned to the manufacturer for investigation and to document additional information received. Section d9 has been updated to reflect that the product was returned for investigation. The impella cp was subsequently explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported event. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
A3a. Sex/3b. Gender is unknown. A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that after an impella cp was initiated for hemodynamic support, an automated impella controller (aic) alarm indicating ¿aic error (control unit replacement)¿ was observed. It was reported that while the impella cp was being managed, the aortic (ao) position waveform and left ventricular (lv) waveform became flat at the lower limit for approximately five minutes, which triggered the alarm. The alarm resolved spontaneously after approximately five minutes. During this time, motor current (mc) flow remained unchanged at approximately 3.0 l/min. No additional issues with controller operation were reported following the event. Due to concerns regarding potential hemodynamic changes to the patient, the control unit was not replaced at that time. A request was made to collect the control unit for inspection. No signs or symptoms of patient injury or patient harm were reported in association with this event. At the time of writing this report, the patient continues to be supported by impella cp.